Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. The pt had recently been trained on how to use the pump and is working with the cde to adjust her technique for inserting the infusion set and setting the cartridge. No conclusions can be made at this time.